Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024, the nurse used the peripherally intubated central venous catheter kit and accessories according to normal operation to treat the patient's peripherally intubated central venous catheter. The central venous catheter slipped and leaked. The medicine malfunctions and cannot be used normally. The patient was immediately replaced with a new product and no adverse effects were caused. No other information was provided.